Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there had been more than one complication due to an aortic injury and central line-associated bloodstream infection (clabsi).

Event description:
N/a

Manufacturer narrative:
Correction made to type of reportable event from malfunction to serious injury. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information: device available for eval? Changed to no. Reference complaint #(B)(4).

Event description:
N/a.